Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the screen no longer illuminates when plugged into a power source or when the wake button was pressed. Customer's blood glucose level was 198 mg/dl. Customer has back up shots for continued insulin therapy.